Event description:
An aus device was implanted on 4/17/87. A cuff was revised on 10/29/87. The balloon was revised on 12/17/90. A tandem cuff was implanted on 11/16/93. The pump and balloon were removed from the pt and replaced on 7/9/97 because the y-connector (non-ams product) was disconnected.